Event description:
According to the reporter, during routine line care prior to connecting to the hd (hemodialysis) machine, while the home patient was flushing, the central venous catheter ruptured. It was also stated that it might have had a clamp on but was at home and could not be confirmed. The ballooning lumen was torn off, and the tego cap and lumen end flew across the room. The additional impact was that they were unable to use the inserted damaged device for dialysis; therefore, the patient missed dialysis, increasing the risk of air embolism, infection, and blood loss. The catheter was removed and replaced in interventional radiology. There was no invasive procedure. There was no reported patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.